Event description:
High ventricular impedance was reported to the subject pacemaker. Reportedly, an increased ventricular impedance (1677ohms) was confirmed during a regular follow-up performed on (B)(6) 2014. The pacemaker was checked again on (B)(6) 2014: the ventricular lead impedance was over 3000 ohms and threshold was 4.5v/1.0ms. A re-intervention was performed accordingly on (B)(6) 2014. During the procedure , it was visually confirmed that the ventricular lead connector was slightly out of the port. When the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port. The ventricular lead was then measured by a pacing system analyzer and normal impedance (500 ohms) was confirmed. The pacemaker was replaced.

Event description:
High ventricular impedance was reported to the subject pacemaker. Reportedly, an increased ventricular impedance (1677ohms) was confirmed during a regular follow-up performed on (B)(6) 2014. The pacemaker was checked again on (B)(6) 2014: the ventricular lead impedance was over 3000 ohms and threshold was 4.5v/1.0ms. A re-intervention was performed accordingly on (B)(6) 2014. During the procedure , it was visually confirmed that the ventricular lead connector was slightly out of the port. When the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port. The ventricular lead was then measured by a pacing system analyzer and normal impedance (500 ohms) was confirmed. The pacemaker was replaced.

Event description:
High ventricular impedance was reported to the subject pacemaker. Reportedly, an increased ventricular impedance (1677ohms) was confirmed during a regular follow-up performed on (B)(6) 2014. The pacemaker was checked again on (B)(6) 2014: the ventricular lead impedance was over 3000 ohms and threshold was 4.5v/1.0ms. A re-intervention was performed accordingly on (B)(6) 2014. During the procedure , it was visually confirmed that the ventricular lead connector was slightly out of the port. When the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port. The ventricular lead was then measured by a pacing system analyzer and normal impedance (500 ohms) was confirmed. The pacemaker was replaced.